Manufacturer narrative:
Medwatch sent to FDA on: 3/15/2011. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection and pain are surgical and physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of pain and dehydration as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, dehydration, chest pain, incision pain, and ...port site pain."

Event description:
The pt called to report that the access port for a lap-band device was replaced because the pt was experiencing "excruciating pain" for six weeks after implant surgery. The pt stated that the pain subsided after the device was removed. F/u with the surgeon's office was conducted. F/u findings: the surgeon noticed an old hematoma in the area of the port. In addition, the surgeon found adhesions "from another (prior) surgery, unrelated to the lap-band port, and performed lysis to remove these adhesions. The surgeon's post-op diagnosis also included a "wound infection at the port site." A cause for this infection was not determined, however, the surgeon believes it "may be related to the device." The device was not returned to allergan for product analysis, at this time.